Event description:
The complainant reported a patient was implanted with an impella cp device as escalation in care from an intra-aortic balloon pump (iabp), pre-operative placement for coronary artery bypass graft (CABG). The CABG was started, and bleeding occurred due to vascular injury at the forward insertion site. Volume loss prevented the impella cp device from effectively operating. Therefore, conversion to cardiopulmonary bypass was required. It was noted that the injury may have been due to catheter manipulation during iabp or impella cp device insertion. A blood transfusion was performed, but no information was obtained regarding the amount of blood transfused. The patient was noted to be "stable and nimble" following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.